Manufacturer narrative:
It was reported that a low leak co2 rebreathing risk occurred. Per good faith effort (gfe) response received 11oct2025, the customer "repaired" the flow sensor to resolve the reported issue. The customer "repaired" the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a low leak co2 rebreathing risk occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. It was reported that a low leak co2 rebreathing risk occurred. Device evaluation and repair are pending, and this investigation is ongoing.